Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no leak, however observed partial delamination of valve assessed as adhesive failure. Other-technical: not observed. Additional observations: crease flat is observed. White particles in shell are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "particles in valve". The device has been explanted and replaced.

Event description:
Healthcare professional additionally reported right side "particles in valve". The device has been explanted and replaced.